Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009 ((B)(6)). According to the complainant, after advancing the tome through the scope, while attempting to make a cut at the papilla, the wire did not bow as intended due to wire misalignment. A total of three hydratome rx sphincterotomes were used during this procedure, but two of the three had unrecoverable orientation issues. However, orientation issues are not considered reportable events. Therefore, only the tome that failed to bow in alignment is being reported. At the physician's discretion, the procedure was aborted. There were no adverse patient complications reported as a result of this event. The physician observed slight edematous to the patient's papilla. However, when the procedure concluded, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) (wire misalignment). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).